Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Our (B)(6) hospitals have experienced off and on issues with the bd insyte IV catheters, are not retracting the needle as expected and causing sharps safety issues for both patients and staff. Date of event ¿ 1/28/2026. Additional description of each issue observed - I have started 4 18g IV's today (two on this one patient) and none of them have retracted the needle immediatly when button was pushed. It took multipule pushes and still was sluggish. With the first IV of this patient, I almost was stuck with needle still exposed. Whether any patient or staff adverse events occurred ¿ no patient harm.